Event description:
Our legal departement reported a claim by the lawyer of a patient implanted with a trident, hipstar and v40 head at hospital on (B)(6) 2009. Products involved seem to be trident, hipstar and v40 head. The claim states that the patient underwent a revision surgery due to dislocation of the head.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). Investigation results and conclusion to be documented under MFR #0002249697-2018-00383.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Our legal departement reported a claim by the lawyer of a patient implanted with a trident, hipstar and v40 head at hospital on (B)(6) 2009. Products involved seem to be trident, hipstar and v40 head. The claim states that the patient underwent a revision surgery due to dislocation of the head.